Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d9; g2; g3; g6; h1; h2; h3; h6. Visual examination of the returned product/provided pictures identified the part did return in the original packaging carton without contents and shrink wrap. Device does have a fractured tip on one end. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B(4). G2: foreign: japan, h3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the surgeon was implanting the implant, the tip of the inserter fractured. The surgeon confirmed that the piece that was fractured off of the inserter did not remain in the patient through x-rays. The surgeon though could not find the piece anywhere else.